Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: printed circuit board failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: video processor not working and both the serial digital interface ports not working due to printed circuit board failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center's video processor not working and serial digital interface port was not working. The issue occurred during inspection for use. There were no reports of patient involvement.